Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported event was addressed with phone support. Intuitive surgical, inc. (Isi) field service engineer (fse) confirmed that the customer was able to continue with the procedure after resolving the stapler instrument issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to report that the surgeon could not remove the sureform 60 stapler instrument from tissue. The site had tried the manual release knob (mrk), but it was not working. After a few seconds, surgeon pressed the clamp pedal and they were able to take control of the instrument again and release the tissue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did work during the procedure. The target tissue was a bowel. The surgeon closed the instrument's jaws and an amber light flashed on the system arm that held the instrument. The surgeon could not control the instrument after it was closed on the bowel. The instrument would not unclamp even when the surgical staff attempted to turn the mrk. Eventually the surgeon was able to unclamp the instrument by pushing the pedal. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no bleeding. A backup stapler instrument was used to complete the procedure. There was no injury/harm to the patient. A video recording of the procedure was recorded via hub, but it has not yet been received as of the date of this report.